Manufacturer narrative:
The system controller was returned for evaluation. The reported driveline disconnect and momentary pump stop were confirmed through a review of the system controller log file. Following the pump stoppage, the next recorded event indicated the pump was operating at the set speed. The observed pump stoppage coincided with a pulsatility index event and the average power remained at 5.5 watts. The system controller was functionally tested and the driveline disconnect alarm and pump stop event were not able to be reproduced. The backup battery was received fully installed and upon disconnecting both power cables, the system continued to operate supported by the internal backup battery. The system controller functioned as intended during the analysis. A review of the device history record revealed the device met applicable specifications. No further information was provided. The manufacturer is closing the file on this event.

Event description:
The patient was implanted with a left ventricular assist device(lvad). It was reported that a motor stop alarm was seen in the patient's event history and the patient's system controller was exchanged. The patient was reportedly asymptomatic during the event. A review of the log file by the manufacturer's technical services noted one driveline disconnect/motor stop alarm was recorded on (B)(6) 2015. The patient reported that he did not disconnect the system controller and did not hear an alarm prior to, or during, the event.

Manufacturer narrative:
Approximate age of device ¿ 5 months. (Calculated from the date when the system controller was issued to the patient). The device was returned for investigation. The evaluation is not yet complete. No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed. Placeholder.